Event description:
Doctor reported implant fracture at tooth site 11 without any dental injury. Doctor also indicated patient does not wish any stressful treatment with implant's removal. Therefore a bridge will be placed, removal will not be necessary.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available.